Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 novorapid, u-100 admelog, or u-100 humalog. Only u-100 novorapid, u-100 admelog, and u-100 humalog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.